Event description:
Abbott xience skypoint drug eluting stent advanced through guideliner; at the end of liner the stent became lodged causing malformation of the stent requiring complete removal of the stent and all wires/catheters to prevent dislodgement within the vessel of the malformed stent.